Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6). Due to character limitation e1 event site city full name: (B)(6).

Event description:
It was reported by the getinge field service engineer (fse) that during inspection cardiosave intra-aortic balloon pump (iabp) touch screen calibration fails. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6. (Medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions) a new touch screen assy (d160-00-0123) was replaced by a fse which resolved the issue. All functional and safety checks were performed to meet factory specifications. There was no patient involvement. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 30 oct 2025. The failure analysis and testing dept. Received part number 0160-00-0123 assembly lcd display serial number (B)(6) with a reported unit failure of touch screen calibration failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 assembly lcd display serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to perform the touch screen calibration. The touch screen calibration could not be completed. The fat dept. Was able to replicate the complaint experienced by the customer. The touch screen failed testing. Probable cause of this failure is the resistive touch screen top flexible layer not making an electrically sound connection to the bottom rigid layer in a particular x and y coordinate. This type of failure could also be caused by the customer cleaning the screen, and instead of spraying the cleaner on the cloth, they directly sprayed the cleaner on the touch screen where the liquid drips into the touchscreen, causing an electrical failure. The number of hours on the pump were 1,938 hours. Not many hours to claim that it was expected wear and tear. Retaining the touch screen in the fat dept. Per procedure number 0002-07-d008 rev.au. Root cause 1: gap between the bezel edge and the touchscreen¿s active area allows for debris accumulation, leading to potential unwanted contact which can disrupt the screen¿s ability to register desired input from user and fail calibration.